Event description:
In 2008, the reporter contacted lifescan (lfs) alleging the lay patient's one touch basic enhanced meter had missing segments in the display. The complaint was classified based on the customer care advocate (cca) documentation since the medical affairs specialist was unable to speak to the patient to obtain additional information. A letter was sent to the patient. The reporter said the patient was weak and tired after the issue began. The reporter alleged the patient was taken to the hospital three days earlier, due to the meter issue. No information was provided regarding the patient's diabetes treatment regimen, blood glucose readings prior to the time of concern, or the patient's actions prior to the time of concern. The reporter said a result of 586 mg/dl was obtained on the ER meter and the patient was admitted to the hospital. The reporter was unable/unwilling to provide information regarding the treatment the patient received at the hospital. The cca advised the caller/reporter that the reported meter had previously been replaced in 2007 for the same complaint of missing display segments. Replacement products were sent to the patient and the patient was advised to return the reported product to lfs. The complaint is reported because the reporter alleges the lfs product had missing display segments and afterward the patient had symptoms that can be associated with hyperglycemia and a blood glucose reading >500 mg/dl in an ER.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.